Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer's blood glucose level was 43 mg/dl at the time of the incident and her current blood glucose level was 133 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer reported that she had been experiencing low blood glucose since one month. She was assisted with troubleshooting. The customer stated that the drive support cap was normal. She was not disconnected from the insulin pump during rewind or prime sequence. The customer was not alleging that the insulin pump was over delivering. The customer was advised to monitor the insulin pump and blood glucose. The customer's husband stated that she was having trouble with her insulin pump; that when they adjusted her basals, it was still causing her to go low. The customer's other blood glucose values were 66 mg/dl, in the range of 57 mg/dl, 59 mg/dl, and 43 mg/dl. The insulin pump will not be returned for analysis.